Event description:
It was reported through a remote transmission that the patient's implantable cardiac monitor (icm) was over-sensing noise resulted in false tachycardia episodes. No intervention was performed. The patient status was not provided.